Event description:
It was reported that the caregiver contacted baxter customer service via phone to report that the home patient had a reaction to the dressing, 15x8cm primapore. The caregiver stated they will use 4x4 sponges to cover the wound until the skin is recovered. No additional information was provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable root causes are, application, removal, time left on patient, trauma, materials used within the dressing. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the caregiver contacted baxter customer service via phone to report that the home patient had a reaction to the dressing, 15x8cm primapore. The caregiver stated they will use 4x4 sponges to cover the wound until the skin is recovered. No additional information was provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.